Event description:
It has been reported to philips that the system would not start up. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips remote service engineer (rse) connected to the customer remotely and examined the system log files. The system log file evaluation found no reported malfunctions. However, as part of troubleshooting, the system was rebooted, restoring system operation. To date, no further reoccurrence of this issue has been reported to philips. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Troubleshooting found no issue with the system and the reported problem could not be reproduced. The system was confirmed to be operating per specifications and the rse deemed that the system was in use in good working order. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.